Manufacturer narrative:
The reason for this revision was to remedy a loose stem after 4.6 years of implant use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 54009858. (B)(4). No definitive root cause for the stem becoming loose was offered in the complaint. The event is deemed to be non-product related and may be attributable to a patient condition, soft tissue or improper implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the stem being loose; the surgeon removed the stem, head and liner. He used depuy devices to replace the head and stem.